Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could barely feel stimulation on her left side and could not feel stimulation on her right side following a car accident on (B)(6) 2011. The patient could not touch the left side where the neurostimulator was located due to acute pain. On (B)(4) 2011, a manufacturer representative interrogated the device at a clinic. Impedances on the right-side lead were >10,000 ohms. Impedance on the left-side lead were within normal limits; however, stimulation was only felt in the rib cage. The patient had been referred for a lead revision, but the procedure had not been scheduled as the patient was awaiting approval from her insurance company. The neurostimulator was turned off.